Event description:
It was reported in a legal claim that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system passed away. The complaint alleges the patient's s-ICD failed to operate as intended when the patient experienced a cardiac event requiring intervention, failed to send a signal to the monitoring clinic, and caused burns. The s-ICD device and electrode were not returned for analysis following the patient's death.

Manufacturer narrative:
This report will be updated when additional information is received.